Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 300 to 600+ mg/dl. Customer reported that the insulin pump failed to alarm no delivery or alert high blood glucose levels. Customer reported symptoms related to their high blood glucose levels included terrible chest pains. Customer treated her high blood glucose levels with manual injections and the insulin pump. Customer also reported that there are air bubbles in the reservoir. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.